Event description:
It was reported that the anchor cracked on implantation. The event occurred during surgery, and a backup device was available to complete the procedure with no delay or patient injuries. The device was broken inside the patient but the pieces were removed.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows no ts or suture remain on the delivery needle or were returned for examination. The actuator is in its post t2 deployment position indicating a complete deployment. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Reported complaint of the implant breakage cannot be confirmed. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time.